Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was observed to the catheter distal to the cath-lock. A partial compound break was noted on the attached catheter within the cath-lock. The edges of the partial compound break on the attached catheter within the cath-lock were noted to be jagged. The surface appeared to be granular throughout. The edges of the longitudinal split on the attached catheter were noted to be uneven. The non-coring needle was inserted into the port septum. Upon infusion, small resistance was felt, and no water was noted to exit throughout the attached catheter. Another attempt was performed with additional pressure. And what appeared to be thrombus, was observed exiting the distal end of the attached catheter. Aspiration was attempted and was unsuccessful as water did not fully return into the in-house syringe. Therefore, the investigation is confirmed for the reported obstruction of flow issues, suction issue, difficult to flush and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, when injecting the medication, it was not possible to apply either positive or negative pressure, and it was determined that the catheter was clogged, and it was removed. After removal, the port body and catheter were separated to check for the location of the blockage, and fluid was confirmed to be passing through the catheter, but not through the port body, so it was determined that the port body was clogged. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure when injecting the medication, it was not possible to apply either positive or negative pressure, and it was determined that the catheter was clogged, and it was removed. After removal, the port body and catheter were separated to check for the location of the blockage, and fluid was confirmed to be passing through the catheter, but not through the port body, so it was determined that the port body was clogged. There was no reported patient injury.